Manufacturer narrative:
(B)(4)

Event description:
According to the reporter: the patient alleged injury.

Manufacturer narrative:
(B)(4) pressure to buttocks, suprapubic tenderness, fear of sex, sacroiliac dysfunction, vulvar vestibulitis, granulation tissue to graft, pinched nerve, self catheterization, microalbuminuria, morbid obesity, non-surgical interventions, urinary problems, bowel problems, dyspareunia, surgical interventions. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient alleged injury. It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced pain, permanent injury, and permanent and substantial physical deformity, and has undergone and will undergo corrective surgery or surgeries. Per additional information received, the patient experienced unable to empty her bladder post procedure and failed multiple voiding trials; and was sent home with foley catheter in place. Foley was removed 10 days¿ post op. She then suffered from vaginal discharge, erosion noted with the anterior pelvicol graft trimmed and metrogel placed, pressure to buttocks, suprapubic tenderness, fear of sex, with therapist referral (unknown if completed), sacroiliac dysfunction, occasional constipation, pseudomonas urinary tract infection, mixed bacterial infection, vulvar vestibulitis, granulation tissue to graft treated with silver nitrate x 2, back pain and sij (sacroiliac joint) pinched nerve, self catheterization, bacterial vaginitis, microalbuminuria, morbid obesity, gastric bypass (B)(6) 2011, appendectomy (B)(6), lumbar laminectomy (B)(6). Patient is disabled due to back pain. She required non-surgical interventions and trimming of mesh erosion. The patient alleged pain, infection, urinary problems, bowel problems, dyspareunia, and vaginal scarring.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).